Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Cottonoids falling apart in patient's nose.

Event description:
Cottonoids falling apart in patient's nose.

Manufacturer narrative:
(B)(4). An investigation was performed by reviewing the DHR. The review confirmed that there were no changes to in the raw materials and/or manufacturing processes. The incoming raw material inspection records indicated there was no abnormalities. To further investigate, it was observed that the in the customer's complaint statement that the product was being used in the patient nose. The neurosponge are intended to be used in the protection of tissues during surgical procedures; tissues including the brain and central nervous system by providing moisture and absorbing fluids. Based on the DHR, incoming inspection and customer statement the root cause of the reported condition could not be reliably determined. Carwild will continue monitor for root cause determination.